Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified restenosed distal right coronary artery that was 75% stenosed. Intravascular ultrasound confirmed the stent implant had insufficient expansion, therefore a 2.75x8mm nc traveler balloon was attempted to perform high pressure inflation but decreased pressure during the only one inflation at 12 atmospheres for 10 seconds and determined that it ruptured. The device was removed and a same size non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.